Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly. Blood glucose was not impacted. The customer declined to perform further troubleshooting with tandem technical support.